Event description:
Dialysis facility nurse reported a pt experienced a headache following a treatment on a meridian hemodialysis machine. The pt was given tylenol. There was no pt injury associated with this incident.